Manufacturer narrative:
A visual and microscopic exam identified stent damage. One stent strut was raised on the middle section of the stent. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 70% stenosed and fibrotic de novo target lesion was located in the moderately calcified, non tortuous left circumflex artery. Access was gained via the radial artery, and the target lesion was predilated. The 2.25x24mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device without pt complication. The pt condition post procedure was reported to be stable. However, product analysis revealed stent damage.